Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the commode seat cracked on the left side by the front arm section.